Event description:
It was reported by service report that the scale and bed exit were not working. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: scale and bed exit unavailable due to lose connection pins at footboard.